Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is very thin and experienced discomfort at his ipg site. The physician planned to revise the ipg pocket to address the issue. Per the manufacturer's device registration system, a procedure took place on (B)(6) 2012 and two extensions were added to the patient's scs system. No further information is available at this time.